Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room (ER) on the afternoon of (B)(6)2025. The patient was hypovolemic with several low flows, nose bleeds, and dizziness. The patient had ongoing low flows on (B)(6) 2025 with elevated pulsatility index (pi). Log files were submitted for review and captured low flow events on (B)(6) 2025 at times when pi was elevated. The patient was diagnosed with severe epistaxis and was treated with packed red blood cells (prbcs) and volume. A right heart catheterization was done, and the right ventricle was dilated. The patient was treated with lasix (furosemide) and did not have any more low flows. The patient was still in the hospital but stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2025. Elevated pi values were also noted during the low flow events. Although it was reported that the alarms resolved with various treatment, a specific cause for the low flow alarms could not be conclusively determined. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, bleeding, and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Additionally, section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, document is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that catheterization revealed the cardiac output to be in normal range, with mild pulmonary hypertension. Pre-left ventricular assist device (lvad) implant, as observed on a transthoracic echocardiogram (tte), the patient had a mildly dilated right ventricle (rv). On some views the rv appeared to be moderately hypokinetic while on milrinone. The right heart failure was mostly related to the increase of salt intake. The patient suffered symptoms of severe swelling, leg edema/anasarca, distended jugular vein and very low tolerance to activity.